Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected b-hcg ii result was obtained when a single patient sample was tested using vitros b-hcg ii lot: 4720 on a vitros 5600 integrated system. A definitive cause of the event was not established. There was no evidence to suggest any issues with the performance of vitros b-hcg ii lot: 4720 at the customer site and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot: 4720. An instrument issue is an unlikely cause of the event as there was no evidence or any suggestion from the customer that the instrument was not performing as intended. However, no within run diagnostic testing was conducted on the vitros 5600 integrated system, therefore an instrument related issue cannot be completely ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was not following the sample collection device manufacture recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The patient sample did not appear turbid and patient sample mix up was ruled out as a contributor to the event by the customer.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected b-hcg ii result obtained when a single patient sample was tested using vitros immunodiagnostic products total b hcg ii reagent pack ii lot: 4720 on a vitros 5600 integrated system. Patient 1, sample 1 result of 193 miu/ml versus the repeat vitros b-hcg ii results of < 2.39 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros b-hcg ii result was not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).